Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. The root cause was attributed to device design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that during a routine primary reverse total shoulder arthroplasty case, one of the depuy instruments used to prepare the patients humeral canal for implant insertion broke while in use. This item (ref#2307-74-002) is an internal rod that allows for the numeral reamer guide to attach the reaming guide holder. The tip of this rod broke while the surgeon was extracting the proximal reaming guide from the patients humeral canal. Reaming had already been completed so the case continued, and the procedure was successfully completed without any time delay. All broken pieces were retrieved.